Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department for an unknown reason. No specific patient information, pump programming, or event details were available. There were unknown reports of any adverse patient events and unknown reports in delay of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.